Event description:
During surgery, the doctor used the cautery pencil and it stayed activated on coag. The doctor flicked the switch several times to turn it off.

Manufacturer narrative:
The company has been made aware of reports where the rocker switch of the goldline pencil is sticking in the activated position. A gap under the rocker button, between the button and the switch base, exists by design. If excessive pressure is used to key the button, this gap provides enough room for the rocker to displace from its cradle and move forward or back within the confines of the pencil assembly. This displacement of the button forward or back typically results in the closure of the cut or coag domes on the switch module, which results in the device remaining keyed even after the user releases pressure from the rocker switch. The user could move the button back into place but that is not intuitive nor is it how the device was intended to function. On (B)(6) 2010, conmed electrosurgery notified the FDA of the initiation of a field action of a limited number of conmed electrosurgery goldline rocker switch pencils. A re-design of the rocker switch was implemented so that it cannot move from its intended position and become stuck against the cut or coag domes of the switch module. Materials has been added to the rocker switch via mold modifications.